Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is not applicable as the device was not implanted.

Event description:
Healthcare professional reported "when opened has a hair inside the sterile packaging". The device was not implanted and there was no patient involvement.